Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who's reason for calling was because the ins keeps shutting off. They explained the issue first started in (B)(6) 2019 (information conflicts with what was previously reported) when they walked through a metal detector. They noted the ins was turned back on, but the ins shut off soon after. They noted that they know that the ins gets turned off because they have to go the bathroom and it feels like they are getting a urinary tract infection (uti). They also said they had difficulty turning the ins on after surgery (not related to device/therapy). During the call, labeling/compatibility and patient programmer (pp) button use was reviewed. The patient got their pp out and confirmed the ins was on; they were at 2.4v on program 1. They then noted the pp screen freezes sometimes when they attempt to sync. It was reviewed that the lightning bolt indicates therapy is on and they can try increasing to help with their return of symptoms. They then reported poor communication screen after resynching which kept occurring after repositioning the antenna, unplugging the antenna, changing rooms, reattaching the antenna, and placing the antenna against their scar. A replacement was then sent to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they couldn't get their device to work after walking through a metal detector. No patient symptoms were reported and no further complications have been reported as a result of this event.